Event description:
It was reported that the katzen infusion wire did not have the side holes as stated on the product packaging. The issue was observed during preparation. Two additional wires with the same packaging were observed to have the side holes. A packaging error was the suspected cause of the issue.